Manufacturer narrative:
Trackwise ID# (B)(4). The lot number was not provided by the complainant; therefore, the complete UDI number cannot be provided. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure hemopro2 extension cable was not working. No power. A new vh-4030 was used to complete the procedure. There was no delay. There was no patient harm.

Manufacturer narrative:
Tw: (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.